Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. A partial lead was returned for analysis. Analysis found external insulation abrasion between the rv and svc shock coils at 8.5cm to 9.9cm from distal tip, consistent with that produced by friction with another device. The inner coil was exposed in this region but etfe coating of the cables was not damaged.

Event description:
It was reported that the system was explanted due to infection.